Event description:
It was reported that the asymptomatic patient presented with a device exhibiting post paced t-wave oversensing. Initial programming was unsuccessful and the patient later presented with non-sustained lead noise due to oversensing. New programming changes were made. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.